Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Personal diabetes manager care and maintenance appendix / page 140. Do not use IV prep wipes, alcohol wipes, soap, detergent, or solvents. Never put any liquid into the battery compartment. The pdm is not waterproof. Do not immerse it or place it in or near water. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient went to the emergency room (ER) after consuming alcohol because he felt unwell. The patient had his personal diabetes manager (pdm) in his backpack with bottles of liquid during this time and did not realize until after he was at the hospital that the liquid had spilled on the pdm. The pdm was no longer working so the patient was placed on insulin drips until the replacement device arrived at the hospital. A new pod was then activated and the patient was able to return home.